Event description:
It was reported that, "(B)(6) (sales associate) contacted me ((B)(4) and reported that the patella clamp was slipping." (B)(6) 2011: additional information: "the doctor noticed that the clamp looked a little worn before the case started. We had another set available and switched out before the case started. The case went well with no incident to report. We sent the instrument in for replacement/repair."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.